Event description:
The pump was received in the biomedical engineering dept with a note explaining that the nurse had set the pump to administer an unspecified antibiotic in the intermittent mode on line c. When she checked the device after the infusion should have completed, she noted it had not delivered. She then infused the antibiotic in the continuous mode. There were no adverse effects to the pt, just a minor delay in delivery. When received in the biomedical engineering dept, they observed that the device would deliver 22ml when the flowsheet indicated delivery of 20ml. This is over the allowed specification for delivery accuracy. There had been no reports of any overdelivery issues while the device was in pt use. No further information was available.

Manufacturer narrative:
Testing and investigation confirmed overdelivery on short term testing with accuracy percent errors of +5.0% and +5.5%. Long term testing yielded an accuracy percent error of +2.8%. Device spec requires delivery accuracy to be +/-4.0%. It was determined that the pump overdelivered due to mechanical adjustment (piston height).